Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and all conductors were fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay was melted, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that there was an increase in lead impedance. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku